Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, following full release, the valve was explanted for an unspecified reason. A new valve was implanted in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID d-evprop34us; product lot/serial number (B)(6); product type: heart valves; product ID l-evprop34us; product lot/serial number (B)(6); product type: heart valves; h2 h3 h6 additional codes image review: static images and media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. The images provided show that at some point during the valve implant attempt, the valve appeared to be significantly under expanded. There is evidence that a recapture occurred and during another deployment attempt, an infold occurred. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The infolded valve was removed and deployed on a sterile field and an infold was confirmed. This regulatory report was identified as a duplicate to 2025587-2024-06768 and 2025587-2024-06770. All additional information and updates will be provided in this report related to regulatory reports 2025587-2024-06768 and 2025587-2024-06770. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the valve had been deployed and recaptured more than three times exceeding the number of recaptures and the valve fame became deformed.

Manufacturer narrative:
Updated: b1, b5, h1, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, following full release, the valve was explanted for an unspecified reason. A new valve was implanted in the patient. Additional information was received that during the valve implant, the valve had been deployed and recaptured more than three times exceeding the number of recaptures and the valve fame became deformed. Additional information was received that the valve was recaptured to adjust the position which was too high. The infold in the valve frame was first noticed during the second deployment attempt. A procedural delay occurred as a result of the infold. Per the physician, calcification on the native annulus contributed to the infold. The infolded valve was not implanted and was withdrawn from the patient. No patient complications have been reported as a result of this event.